Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: all keypad buttons are intermittently responding when pressed and required excessive force to activate, the contrast key contact was inverted, and there was evidence of adhesive/contamination under the all key contacts.

Event description:
It was reported that the buttons required several presses for a response. The reported issue initially started with the down arrow and ok button and most recently with the up arrow button. The pump reportedly has been exposed to water when the pt was swimming but does not have any visible damage to the buttons.